Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: kit svc o2 bi71000166 cable door sw assy. A medtronic representative went to the site to test the equipment. Testing revealed that the system failed a mechanical inspection. The issue was confirmed. The rep replaced the sidewall door switch and adjusted and checked all other door switches. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the "door open" displayed on pendant. There was no patient involvement.